Manufacturer narrative:
MFR received info that a user reportedly fell from an invacare bed and suffocated. Info is unclear as no details have been provided at this time. No zone of entrapment has been determined. Product has not been returned for eval at this time. MDR filed based on alleged death.

Event description:
The consumer's grandparents allege that he fell from the bed and suffocated.